Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had dysphotopsia. The iol was exchanged for unspecified monofocal lens. Additional information has been requested, yet no new information received.

Event description:
Additional information has been requested, received and stated the patient had the lens implanted 2 years ago and was miserable the entire time. Unable to see clearly and felt like lens was wrinkled. The iol was exchanged for different diopter and model company lens.

Manufacturer narrative:
Additional information and correction provided in a.2., a.3.a., b.5. And h.6. The manufacturer internal reference number is: (B)(4).